Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was capped and replaced during device change out procedure. The patient's condition was good post procedure.